Manufacturer narrative:
(B)(4). Date sent: 6/28/2017. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic right colon procedure, surgeon fired the stapler across the common opening to complete the anastomosis. The staples discharged from the device, but did not form at all. The surgeon used an endoscopic linear cutter 60 mm blue to complete the anastomosis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5611l the analysis results showed that the tx60b device arrived with no apparent damage and with a reload loaded on the device. Reload was received with only 6 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.